Event description:
Opt is on a pulmonetic ltv-900 ventilator in an effort to discharge the pt to home. The pt is very active in their hosp bed/crib and rolls all over the place. In the past week pt has rolled onto the ventilator tubing and broken the nipple on the exhalation/peep valve. It has not caused them any harm because the ventilator system cannot pressurize when the nipple breaks off and a disconnect alarm sound. Rptr only reports this problem becuase the potential exists for it to happen with other pediatric pts at home where there is not a respiratory therapist available 24 hrs per day and the pt's parent/guardian may not recognize the problem immediatley. Secondly, the two small bore tubings which attach proximal to the pt at the pt "wye" connector, and are used to measure flow and volume, become disconnected easily. They are connected to the pt "why" connector with small rubber "o" rings to hold them in. Agian no harm to the pt, but when they fall out at home the potential exists for a major problem.